Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. Bd recommends the use of our bd vacutainer® trace elements tube (ref 368520 or 368521) for analysis of the following: manganese (mn), lead (pb), iron (fe), copper (cu), chromium (cr), cadmium (cd), arsenic (as), antimony (sb), magnesium (mg), calcium (ca), zinc (zn), selenium (se), mercury (hg). We have not validated any of the bd collection tubes for aluminum testing. A review of specimen handling parameters should be reviewed for this tube type. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® trace element serum plus blood collection tubes were giving erroneous results. This occurred on 10 occasions during use. The following information was provided by the initial reporter: material no. 368380 batch no. 8215763. (2 of 2) it was reported that the amount of aluminum contamination is twice the normal range for patient serum results. The navy trace metals serum tubes are contaminated with aluminum. The amount of contamination is twice the normal range for patient serum results. There are patients that have their aluminum levels tested yearly and their results have gone from being within the normal range to more than twice the normal range. The patient samples are referred to us from all over ontario and I do not have the lot numbers for the tubes that were used. I do not know how the course of treatment was changed based on the erroneous results.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® trace element serum plus blood collection tubes were giving erroneous results. This occurred on 10 occasions during use. The following information was provided by the initial reporter: material no. 368380, batch no. 8215763. (2 of 2). It was reported that the amount of aluminum contamination is twice the normal range for patient serum results. The navy trace metals serum tubes are contaminated with aluminum. The amount of contamination is twice the normal range for patient serum results. There are patients that have their aluminum levels tested yearly and their results have gone from being within the normal range to more than twice the normal range. The patient samples are referred to us from all over ontario and I do not have the lot numbers for the tubes that were used. I do not know how the course of treatment was changed based on the erroneous results.